Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient indicated he was on group b. The caller reported the patient was charging at the time and when he went to check intensity the patient reported his group b was showing 0.0ma. The caller stated this patient does not have cycling programmed. The caller is wondering why the intensity dropped to 0.0ma. The caller reported he is confident the patient did not decrease his ma to far where it showed 0.0ma. It was reviewed with stimulation off, the ins does not decrease to 0.0 on its own. Could not trouble shoot due to lack of access to product. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the cause of patient settings being at 0 and changing on its own was unknown. Rep called patient and asked him to lay in his back and turn it up to where he perceived it comfortable and keep the rep posted. Rep assumed the issue is resolved. Patient was supposed to see the health care professional (hcp) the next day and rep asked him to share solutions with health care professional (hcp).